Manufacturer narrative:
Buttons on insulin pump function properly. No button error alarms noted. Insulin pump had moisture damage on keypad traces. Insulin pump was received with a cracked reservoir tube lip, cracked display window, missing end cap sticker and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 171 mg/dl. The customer stated that the device was on her shoulder and may have been exposed to sweat. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.